Manufacturer narrative:
Conclusion and justification status: the complaint states while impacting the tibia the connection on the impaction handle broke. All pieces and spring were retrieved with no impact on the patient. The investigation could not confirm that the lever had broken as reported as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the tibia the connection on the impaction handle broke. All pieces and spring were retrieved with no impact on the patient. No adverse event, outcome post surgery satisfactory.

Manufacturer narrative:
Conclusion and justification status: the complaint states while impacting the tibia the connection on the impaction handle broke. All pieces and spring were retrieved with no impact on the patient. The investigation could not confirm that the lever had broken as reported as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 17 may 2017. The complaint was reopened as the product was returned. Upon examination it was confirmed that the lever had broken. It should be noted that the spring and lever were both returned. The conclusion remains unchanged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.